Event description:
As reported by a field clinical specialist, a patient was planned for a 26mm s3ur valve via the right femoral approach in aortic position. Initial insertion of the 14fr esheath was very difficult as the patient had scar tissue from a previous hernia repair. After dilating with the 16f dilator, and fully inserting the 14f esheath+ it was noted on fluoro that the sheath appeared to have a pinch in it at the level of the skin/arteriotomy. The 26mm s3ur valve would not pass through this pinched area. The valve, delivery system, and esheath were all removed. The team then dilated with the edwards 18fr vascular dilator, and inserted a 16fr esheath+. The same pinch was noted on fluoro in the 16fr esheath at the level of the skin/arteriotomy. A new 26mm s3ur was inserted into the 16fr esheath, but again would not pass this pinched portion of the sheath. It was decided at that time that it would be safest to stop the procedure, and bring the patient back for a carotid access s3ur. The patient did require a covered vascular stent in the right femoral artery. As per follow-up with the fcs, the angle of insertion was shallow, and the introducer was fully inserted and locked in position. However, there was difficulty inserting the valve/ds through both the first and second esheath at the same position. There was a stenosed portion in both sheaths after insertion likely caused by the scar tissue from previous hernia repair. There were no difficulties withdrawing either sheath or device. The patient did require a stent in the artery at the level of the arteriotomy, though the exact point in the procedure when the injury occurred is unclear. The stent was placed to achieve hemostasis, and there was no dissection or new arterial tear. The difficulty in closure deployment, possibly due to moderate calcific disease in the artery, required multiple closure devices, which ultimately failed to achieve hemostasis, leading to the deployment of a covered stent. The root cause of the injury remains unknown, though the challenging closure deployment due to arterial calcium is a possible factor. The pinch in both the first and second esheath is attributed to the previous hernia repair. Following stent placement, the patient was stable.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Manufacturer narrative:
A supplemental report is being submitted to provide the related MFR report number. Please reference manufacturer report no. 2015691 2025 04934.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. A visual examination of the device was conducted, revealing several notable findings. The crimped valve appeared to be lodged at the proximal end of the strain relief. The sheath exhibited a kink approximately 2.75 inches distal from the end of the strain relief, along with a possible "pinch" at the level of the skin or arteriotomy, located about 1.25 inches proximal from the strain relief. The liner was lifted beginning at the end of the strain relief and extended roughly 3.5 inches. Following this, there was a 1-inch segment where the liner was not expanded, succeeded by another lifted section approximately 0.75 inches in length. The remaining liner remained unexpanded, and the distal tip of the sheath was unopened. Deep scratches were observed along the sheath shaft. To retrieve the crimped transcatheter heart valve (thv), engineering performed a cut on the sheath shaft and no abnormalities were noted on the crimped thv itself. Functional testing was performed and revealed that although the sheath hub was cut off to remove the thv, the concomitant delivery system was advanced through the sheath shaft with no resistance. The remaining liner fully expanded and distal tip opened as designed. Due to the nature of the complaint, no applicable dimensional testing was performed. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath was confirmed based on the evaluation of the returned device. Available information suggests patient factors (constrained access due to scar tissue, calcification, tortuosity) likely contributed to the event as the event description states, "initial insertion of the 14fr esheath was very difficult as the patient had scar tissue from a previous hernia repair." Additionally, calcification and tortuosity were observed in the provided 3mensio imagery. Scar tissue can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting or advancing the sheath. Additionally, sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Scratches observed on the sheath shaft/introducer can be indicative of the presence of vessel calcification. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Kinks or curvature along the sheath shaft/introducer can be indicative of the presence of vessel tortuosity. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. The complaint for inability to advance through sheath was confirmed based on the evaluation of the returned device. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. In addition, the event does not allege a labeling issue. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking. As reported, "after dilating with the 16f dilator, and fully inserting the 14f esheath+ it was noted on fluoro that the sheath appeared to have a pinch in it at the level of the skin/arteriotomy. The 26mm s3ur valve would not pass through this pinched area." In this case, it is reported that the valve "would not pass through this pinched area." A "pinch" in the sheath can create a constricted pathway and may prevent the delivery system from advancing through the sheath and lead to resistance. As such, available information suggests that procedural factors (pinched sheath) may have contributed to the complaint event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.